Manufacturer narrative:
Cmp-(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a trial bearing broke during trial phase of the surgery.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the quality engineer for investigation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The fracture of the oxford tibial trial has evidence of abnormal stresses, potentially the use of a up and down rocking motion, exerted during insertion or removal of the bearing using the oxford trial tibial bearing inserter/extractor. However, the exact cause of failure cannot be determined with the information provided.

Event description:
Trial broke during trial phase of the surgery.